Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the inferior vena cava (ivc) filter and perforation. According to the medical record the patient has a history or guillain-barre syndrome and was admitted to the hospital with severe and rapidly progressive weakness of the lower extremities. The patient also has a history of idiopathic peripheral neuropathy, left charcot foot secondary to trauma and repeated surgeries, osteomyelitis, hiatal hernia, gastroesophageal reflux disease, diffuse degenerative joint disease and depression. Surgical history was noted as left 2nd toe amputation, cholecystectomy, hernia repair and appendectomy. The indication for the filter implant was a history of deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed midway between the iliac bifurcation and the renal veins. Alignment appeared satisfactory and there was no evidence of inferior vena cava or iliac clot. The results of computed tomography (CT) scans done approximately eleven years and four months post implant indicated that six prongs perforated the inferior vena cava and the filter is tilted. The maximum distance of prong perforation is 5.78 mm. The scan images also show a 6.56-degree tilt right to left and a 6.93-degree tilt anterior to posterior. The patient reported becoming aware of perforation of the filter struts outside the inferior vena cava (ivc) and tilting of the filter, approximately eleven years and four months post implant. The patient also reports experiencing anxiety and fear related to the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the medical record the patient has a history or guillain-barre syndrome and was admitted to the hospital with severe and rapidly progressive weakness of the lower extremities. The patient also has a history of idiopathic peripheral neuropathy, left charcot foot secondary to trauma and repeated surgeries, osteomyelitis, hiatal hernia, gastroesophageal reflux disease, diffuse degenerative joint disease and depression. Surgical history was noted as left 2nd toe amputation, cholecystectomy, hernia repair and appendectomy. The indication for the filter implant was a history of deep vein thrombosis. The filter was placed via the right internal jugular vein and deployed midway between the iliac bifurcation and the renal veins. Alignment appeared satisfactory and there was no evidence of inferior vena cava or iliac clot. The results of computed tomography (CT) scans done approximately eleven years and four months after the index procedure indicate that six prongs have perforated the inferior vena cava and the filter is tilted. The superior extent of the filter was at the l2-l3 disc space. The inferior extent was the l3-l4 disc space. The maximum distance of prong perforation is 5.78 mm. The scan images also show a 6.56 degree tilt right to left and a 6.93 degree tilt anterior to posterior. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc) and tilting of the filter. The patient became aware of the reported events approximately eleven years and four months after the index procedure. The patient continues to experience anxiety and fear related to the filter. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the inferior vena cava (ivc) filter and perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting of the inferior vena cava (ivc) filter and perforation.